Event description:
It was reported that the patient with a heart transplant presented in clinic for initial implant procedure on (B)(6) 2026. Upon fixation during procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was difficult to be separated from the delivery catheter. When it was attempted to remove the rvlp, it was separated from the delivery catheter unexpectedly and prematurely. The capture threshold was noted to be elevated post release, but the rvlp was implanted eventually. Upon interrogation the following day post implant, it was noted that the capture threshold further increased, suspected to be due to septal scarring from the heart transplant. The rvlp was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that the right ventricular (rv) leadless pacemaker (lp) was never separated unexpectedly and prematurely. The cover sleeve of the delivery catheter was used to push out the rvlp after it was fixated.